Event description:
Customer reported an alarm on their insulin pump during priming. The customer also stated the insulin was shooting out at him. Customer's blood glucose was 213 mg/dl. Customer is advised to disconnect from their pump. Customer also stated he had lost the gray drive support cap a long time ago. Customer is advised to replace him pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.